Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote home monitoring transmission for this implantable cardioverter defibrillator (ICD) displayed n/r values for the last transmitted date. Boston scientific technical services (ts) discussed the possible causes for this clinical observation. It was also reported that the monitoring voltage of the device was 2.68 volts with a charge time of 21 seconds. Ts stated that the charge time was above extended limit for the reported monitoring voltage. The health care provider was going to have the patient perform another remote interrogation the following day. Additional information from the local boston scientific field representative indicated that the patient had relocated to arizona and would likely undergo a device change out there. Available information indicates the device remains in service. There were no adverse patient effects.